Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, pelvic prolapse, rectocele, enterocele and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a cystocele repair performed during mesh implantation. It was reported that following insertion the patient experienced vaginal and pelvic pain. It was reported that patient underwent mesh removal on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-06206 and medwatch 2210968-2013-32659. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06206. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.